Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product: mitraclip system: steerable guide catheter (10279325/22), lift, support plate. The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Potential causes for sleeve steering issues resulting in difficulty positioning the cds can include, but are not limited to, manufacturing anomalies (loose or misaligned sleeve key), patient conditions such as anatomical morphology/pathology, user technique or procedural conditions (excessive tension on the device during the procedure). With respect to the patient condition, procedural conditions and/or user technique, sleeve steering issues may be influenced patient anatomical morphology, such as tortuosity of the vessel, resulting in increased tension on the device or excessive curves applied to the device by the user. Additionally potential causes for failure to adhere or bond to the leaflets and single leaflet device attachment (slda) leading to incomplete coaptation can include, but are not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a similar issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation with a grade of 3-4. The clip delivery system (cds) was advanced and positioned. The + knob was turned to go a little deeper for positioning. There was no difficulty during placement of the clip. After the lock line was removed, the clip was implanted and the mr was reduced to <1. The clip then detached from the anterior leaflet and the mr increased to 3. It was noted that the detachment was due to wrong interpretation of leaflet insertion assessment, because it was not easy to adjust the different echo views. There was no leaflet damage. A second clip was implanted for stabilization, and the mr grade was reduced to 2. A significant delay in the procedure was noted due to the detachment; however, the patient was clinically stable post-procedure. No additional information was provided.